Event description:
It was reported that during initial implant procedure dft testing was unsuccessful. The patient required external defibrillation at maximum outputs. The physician opted to try again a few days later due to patient's health. Attempted dft testing again and was unsuccessful. The device and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late, due to delay in receiving paperwork.

Manufacturer narrative:
Analysis was normal. The device was tested on the bench and the automated system. No anomalies were found.